Event description:
This MDR is based on the abstract of an event described in the japanese journal of cardiovascular surgery, 38:114-118 2009. Entitled "a case report of acute thrombotic obstruction of the on-x mitral valve prosthesis". Thrombosed valve. According to the article, 5 months after implant, pt was admitted to hospital with aggravated dyspnea. Upon admission she went into heart failure, followed by cardiogenic shock. Pt re-operated. Intraoperatively, found fresh thrombus extending from sewing cuff that restricted valve motion. The valve was cleaned and left in place. Although the heart recovered well, she lost some neurological functions and was transferred to another hospital for rehab.

Manufacturer narrative:
This MDR is provided only on the basis of the english abstract of the japanese journal article. A translation of the main text is being pursued. If this shows add'l pertinent info, a follow-up report will be sent.